Event description:
Report of explant of device system due to "infected catheter" received per annual device tracking report. Date of onset of infection 1999. Pt experienced pain along the catheter tract. Cultures obtained of blood and csf were positive for staph. The pt was treated by total device system explant and IV antibiotics. The pt's infection is resolved.